Event description:
The complainant reported that the clinician was preparing the implant a percuflex plus ureteral stent in a patient. During this preparation, the surgical technician removed the device from the packaging and the device "broke". The device packaging did not appear damaged. The clinician then obtained another percuflex plus ureteral stent and successfully completed the patient procedure. There were no patient complications and "no harm to the patient as a result of the reported event.

Manufacturer narrative:
The device has been received for analysis, but the device evaluation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.